Event description:
It was reported that the customer experienced high blood glucose and insulin pump alarmed no delivery. Customer's blood glucose was 401 mg/dl. Customer has not treated yet for high blood glucose. Troubleshooting was done. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.